Manufacturer narrative:
The event took place outside of the united states ((B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
The event was a revision surgery due to loosening that occured approximately 5 months after the primary surgery. The primary surgery used the humeris reversed system. During the revision surgery, the surgeon explanted the ø40/+3 135/145 humeral cup, the ø40 eccentric glenosphere, the ø24 baseplate, the 10mm post extension and associated screws. Then he implanted a new ø24 baseplate, a new 10mm post extension, a ø40 centered glenosphere, a ø40/+6 135/145 humeral cup and associated screws.